Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had not successfully synced with the server. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not synchronized with the server. The technical support specialist (tss) dialed into the station and verified that sync 2.0 showed a true error state with no associated message, while healthsight viewer (hsv) displayed no errors. The station indicated that a full sync was needed. The database was backed up according to the knowledge article proper data sync 2.0 procedure, and a full sync was initiated but failed due to a timeout. Communication between the station and the server was verified, and a second sync attempt was performed by tss. The full sync completed successfully, and the server reported the error state as false. The system functioned as intended after the technical support specialist (tss) troubleshot the device.